Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death.reference to complaint #: 2024-2104

Manufacturer narrative:
This MDR will be reopened and updated in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/30/2024, zyno medical received a report from a customer that a pump infused medication faster than expected.